Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was failing air in line test during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of failing air in line test. Service history was reviewed and no relevant service history found within review period. Event history log was reviewed and no relevant event history found. Visual and functional testing was performed. Complaint of failing air in line test was not confirmed through air detector test. Performed verification testing and unit passed all testing criteria. Upon further investigation, unit failed 50ml cassette drop test. The latch lock was too tight on the cassette. Realigned latch lock mechanism. Performed verification testing and device passed pass all testing criteria.